Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple altitude alarms; cause was not known. Blood glucose was over 600 mg/dl. Customer was hospitalized for elevated bg and diabetic ketoacidosis (dka). Intravenous fluids and insulin were administered. Customer was discharged the next day with the bg/dka resolved.